Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error was verified in the pump logs; however, no failure was identified. Additionally, the failure investigation has been completed for the cracked touchscreen and the alleged issue was verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. It was reported that the pump touch screen was cracked. Reportedly, the reason for the cracked screen was unknown. Customer's blood glucose was 120 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.